Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45, lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient experienced shortness of breath during exertion, irregular heartbeat and a heart rate in the high 40s due to t-wave oversensing (twos) on the right ventricular (rv) lead. The rv lead remains in use and will be explanted and replaced. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.